Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the filter would intermittently fail to advance, resulting in the patient samples being distributed in only one chamber. It is reported that the user site switched to a different needle and was able to complete the patient procedure without experiencing any additional issues; however, a second incision to the patient was required. A hologic field service engineer (fse) was dispatched to examine the unit and performed a filter calibration. The fse verified multiple filter wheels completed imaging and advanced to the proper location. System is operating per manufacture specifications. No further information is currently available.